Event description:
A 37 year old male with history of arrythmagenic right ventricular dysplasia status post aicd/pacemaker implant presented per ambulance after cardiac arrest. Pt at time of arrest was on the phone with his attending physician reporting feeling multiple shocks from the device. Suspect fractured lead.